Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer was unable to exit the preparing to prime loop. Insulin was squirting out during the manual prime process. The insulin pump was bumped a couple of times. The drive support cap was sticking out. The customer was in the hospital but was not diabetes related. Customer's blood glucose level was 313 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No prime loop anomalies or alarms for a compromized force sensor resistor was noted. The insulin pump passed the displacement test and the rewind. The insulin pump alarmed for a motor error during the basic occlusion test due to a flush and loose drive support cap. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.